Event description:
It was reported, during a procedure the screw head became deformed when the metal was being removed. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additional evaluation was performed and the report states the following: the verification of the raw material test certificate and the production documentation of item (B)(4) showed that there are no deviations with regard to material analysis, tensile strength, structural stability as well as production. The values correspond to the (B)(4) specifications and (B)(4). Further, the broken surface of the cortical screw is homogenous and does not show signs of anything out of the ordinary, which indicates good material quality. Due to these findings and description of the metal removal, we can assume that a brief mechanical over-exertion when removing the screw caused the screw head to break off. Manufacturing documents were reviewed and no complaint related issues were found.